Event description:
A malfunction on a pump was reported by the caller, identified with a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.